Event description:
It was reported that pump displayed malfunction code that could not be reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor to replacement pump that was arranged by technical support.